Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6 and h11 review of the most recent repair record identified the following related repair: tech found the unit's reciprocation arm was worn, the motor speed was unstable, the control bar was not in the correct position, and the unit was out of calibration. Tech replaced the reciprocation arm and motor, and they adjusted the control bar. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: france.

Event description:
It was reported that during surgery, the unit did not work. It was discovered that the graft taken was thick (almost total skin) with dermatome set to 0.25 mm. It had to be adjusted to just 0.1 mm to obtain a thin skin graft. Cut (slit the skin) at graft start. The patient required sutures which would lead to delayed healing of site. There was no delay reported. Due diligence is complete and there is no additional information is available.